Manufacturer narrative:
The patient underwent an ipg replacement procedure. The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics.

Event description:
A report was received that the pt fell, not device related, and is now having trouble charging. An x ray taken confirmed that the ipg hasn't flipped but is not flush with the pt's skin. The physician recommended a ipg revision.

Event description:
A report was received that the patient fell, not device related, and is now having trouble charging. An x ray taken confirmed that the ipg hasn't flipped but is not flush with the patient's skin. The physician recommended a ipg revision.